Manufacturer narrative:
(B)(4). G2: foreign: hungary the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial head was accidentally left somewhere in the patient during the surgery, but the original implant was implanted on the stem. The patient did not agree to be reoperated to remove the trial femoral head. It was reported a delay of 10 minutes. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated/corrected: e1; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of all relevant device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The trial head involved in the reported event is made from polyphenysulfone (ppsu) with baso4 (green ball head) and is intended to be used for direct body contact for less than 24 hours. According to iso 10993-1:2018 trial heads are categorized as external communicating device with contact to tissue/bone and a contact duration of less than 24h. As such, biocompatibility tests (cytotoxicity, sensitization, irritation, systemic acute toxicity) were conducted following iso 10993-1 guidelines for the intended short-term use and it was verified that ppsu with baso4 is approved for its intended use. Based on the biocompatibility tests, it is not possible to assess the long-term effect of the trial head material in the human body. Additionally, a review with internal health care professionals noted that the patient's potential clinical signs and symptoms would depend on the exact location of the provisional head. Since the precise location has not been provided, it is currently not possible to predict any specific signs or symptoms that the patient might experience. Nevertheless, as per the instructions for use (IFU) d011500192 ed. 2023/08, any decision to leave or remove any instrument left in the patient is at the surgeon's ultimate discretion and must take into account the associated risks. Based on the available information, the reported event can be confirmed and the root cause of the reported issue is attributed to off-label use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.